Manufacturer narrative:
H6: additional information about the patient and investigation conclusions were provided by the previous device manufacturer, invacare. As a result, section h6 has been updated accordingly. The device was not returned to ventec for evaluation. The device was evaluated by invacare. No malfunctions were observed during their investigation. Proper device operation was confirmed through functional and performance testing. Invacare concluded that the device operated as intended and within specifications. Invacare further noted that the patient reportedly had ¿interstitial lung disease.¿ while the patient¿s cause of death has not been confirmed with invacare (or ventec), invacare advised that it cannot be excluded that the patient¿s previous health condition contributed to their death. This device (platinum 9 oxygen concentrator) is intended for individual use by patients with respiratory disorders who require supplemental oxygen. The device is not intended to sustain or support life. Invacare further noted that the following safety-relevant information can be found in the invacare® platinum® oxygen concentrator homefill® system compatible user manual: [p.6] ¿danger! Risk of injury or death. This product is to be used as an oxygen supplement and is not intended to be life-supporting or life-sustaining. Only use this product if the patient is capable of spontaneous breath, able to inhale and exhale without the use of a machine. Do not use in parallel or series with other oxygen concentrators or oxygen therapy devices." [P.6] ¿warning! Risk of injury or damage. Use of this product outside of the intended use and specifications has not been tested and may lead to product damage, loss of product function, or personal injury. ¿ do not use this product in any way other than described in the specifications and intended use sections of this manual.¿ [p.7] ¿danger! Risk of injury or death. While invacare strives to produce the best oxygen concentrator in the market today, this oxygen concentrator can fail to produce oxygen due to power failure or device malfunction. Always have a backup source of oxygen readily available. In the event the concentrator fails to produce oxygen, the concentrator will briefly alarm signaling the patient to switch to their backup source of oxygen. Refer to troubleshooting for more detail.¿ the investigation by invacare concluded that there was no evidence of a malfunction of the device which may have caused or contributed to the patient¿s outcome. Based on the information available, the cause of the patient's death could not be conclusively determined.

Manufacturer narrative:
UDI related data quality updates only. Section d4, UDI #, of the initial medwatch report stated: unknown. Section d4, UDI #, of the initial medwatch report should have stated: none. Ventec reached out to the original device manufacturer, invacare, and asked them to provide the UDI# for this device. Invacare advised ventec that this device was not sold in the united states, and that at the time of its manufacturer it did not require a UDI#. As a result, this device does not have a UDI#.

Event description:
The following event was reported to ventec by the device's previous manufacturer: "vivisol [distributor] has been informed by technician that the patient collapsed before the technician had arrived and was behind the front door and was blue. Field technician had to push her way in and called for medical assistance and carried out CPR. The patient passed away. The technician confirmed the patient was using his concentrator at the time as it was located in the hallway and the technician had to remove his cannula to perform the CPR." The previous device manufacturer also advised ventec that the UDI information for the device was not available, therefore section d4, UDI, is "unknown". No further details about the patient or the event were provided to ventec. Due to a technical issue with ventec's electronic medwatch submission platform, we are unable to enter ous contacts in our esub form and have instead entered in the domestic (USA) reporter's information. Section e1, initial reporter, of this initial medwatch report should actually state: reporter first name, last name, facility name, street, city, state, postal code, country, email: (B)(6).

Manufacturer narrative:
H6: the device has not been returned to ventec for evaluation. The previous device manufacturer advised ventec that they have requested additional information about the event, as well as requested that the device be returned to them for investigation. At the present time there is insufficient information to determine if the device use may have caused or contributed to the patient's outcome. Upon completion of the previous device manufacturer's investigation, ventec shall be provided with the results. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.